Event description:
It was reported that the implantable cardioverter defibrillator¿s (ICD) wavelet withheld therapy several times although it was real tachycardia. The last episode on the egm was inactive for 6 min but no therapies were delivered in that time. Moreover, when the egm was active again, they saw only vs (ventricular sense) markers although the measured intervals have been in the vf (ventricular fibrillation) zone. It was noted that the patient was experiencing a ventricular tachycardia (vt) storm which resulted in the patient being hospitalized. The company¿s technical services was consulted and it was explained that the episode lasted almost 7 minutes. After therapy was delivered there was a gap of 6 minutes without any therapies. After the suspension the vs markers suddenly changed to vf while all markers occurred inside the vf zone. This sudden change in the markers of the episodes is the only indication that therapy detection was disabled for instance by a magnet. Additionally, the device indicated that the wavelet template was good between (B)(6) 2019 and (B)(6) 2024 (after therapies). The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 694765, lead implant date: (B)(6) 2009. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to wavelet detection. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the device was reprogrammed and the patient was saturated with amiodarone. The device remains in use.